Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited high out-of-range pacing impedance in bipolar configuration. The patient was brought in clinic and noted that the rv lead failed to capture and sense. Programming changes to unipolar configuration was made; the rv lead will continue to be monitored. There were no patient consequences.